Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(4) 2017 and the cause of death was reported as "uncertain". The patient had been found down and the pump was alarming; however, the specific alarm was not reported. By the time the patient was found, the patient was already cold and blue. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The pump was not returned to the manufacturer for evaluation. An autopsy was not performed. No log files from the time of the reported event were available for analysis. No prior events were reported for this patient throughout approximately 2 years and 7 months on lvad support. The heartmate ii lvas IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.